Event description:
The customer complained of her blood glucose levels fluctuating from severe hypoglycemia to severe hyperglycemia. The customer stated that for the past six weeks she has been having this issue on and off. The customer stated that she tried changing her infusion set and also tried using different vials of insulin. The customer stated that she was found unconscious by her husband and he had to revive her with a glucagon injection. Troubleshooting was performed and the insulin pump passed the displacement test. The customer stated that she is always disconnected during priming. The insulin pump failed the prime test. The customer stated that she has a backup plan. The customer was advised to discontinue use of the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.